Manufacturer narrative:
The referenced previous device replacement is covered under MFR# 2916596-2016-01250. (B)(4). Approximate age of device: 3 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed pump thrombosis. At the time of admission, the patient was hemodynamically stable. The day after admission, the patient's lactic acid dehydrogenase rose to 2210 u/l, an echocardiogram ramp study was performed showing unspecified lvad pump dysfunction. The lactic acid dehydrogenase peaked at 4430 u/l during the hospitalization. During the hospitalization it was reported that the patient suffered from renal issues. The patient was given dobutamine with improvement to creatinine level, and the dobutamine was able to be weaned off prior to discharge. The patient also became anemic secondary to gastrointestinal bleed with guaiac positive stools. The patient was given a total of 4 units of packed red blood cells and the patient's hemoglobin and hematocrit stabilized. Prior to the initial transfusion, the patient had become lightheaded and had a fall with no significant trauma. After much discussion, it was decided that there would be no benefit from another pump exchange, and that it would be unlikely that the patient would survive. Hospice arrangements were made and the patient was scheduled to be discharged on (B)(6) 2016. Due to difficulty controlling his abdominal pain just prior to discharge, his discharge was held up until better control could be obtained. The patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported patient outcome could not be conclusively determined. Device thrombosis, hemolysis, bleeding, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.